Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached depression, however blood was noted on distal conductor (not obstructed); proximal segment returned and analyzed.